Event description:
The hcp reported the patient had been experiencing increased pain. At the first pump refill after implant, the expected reservoir volume was 5.6ml and the actual was 18 ml. The patient denied any recent MRI. A follow up report will be sent when additional information is received.